Manufacturer narrative:
A visual inspection of the device revealed that the adhesive and irrigation tubing were torn open at the proximal side of the adhesive joint that secures the leur to the tubing. It was also noted that there was body fluid on the handle, main shaft and distal end. Dried saline found on the handle and distal end. During the functional testing the steering and tension control knob functioned properly.

Event description:
It was reported that an irrigation leak occurred. A intellanav mifi open-irrigated was selected for an ablation procedure. After the catheter was placed retroaortic into the left coronary cusp to ablate, during radiofrequency ablation it was noticed that the catheter irrigation was leaking out of the tubing that inserts into the catheter handle. The catheter was replaced with another of the same kind with no patient complications being reported.

Event description:
It was reported that an irrigation leak occurred. A intellanav mifi open-irrigated was selected for an ablation procedure. After the catheter was placed retroaortic into the left coronary cusp to ablate, during radiofrequency ablation it was noticed that the catheter irrigation was leaking out of the tubing that inserts into the catheter handle. The catheter was replaced with another of the same kind with no patient complications being reported.